Event description:
It was reported that customer was having high blood glucose. Customer stated that her insulin was to delivery insulin. Customer stated that she did a complete set changed but it did not work. Customer's blood glucose was 513 mg/dl. Customer stated she treated with injection. Troubleshooting was done. Customer does not have tubing clamps to test high pressure. Advised the customer that we would send tubing and to call back once she received it to continue the troubleshooting. The customer was advised also to speak with her healthcare provider regarding her high blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.